Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, a lantern delivery microcatheter (lantern) fell on the floor because the technologist inadvertently hit the lantern on the table as it was being brought into the sterile field. The lantern dropped on the floor prior to use and therefore, was not used in the procedure. The procedure was successfully completed using a new lantern.